Manufacturer narrative:
This report is for an unknown screw/ rod construct accessories/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lee, m.c. Et al (2004), instrumentation in patients with spinal infection, neurosurgical focus, vol. 17 (6), pages 1-6, (USA). The aim of this nonrandomized retrospective study is to demonstrate the effectiveness of instrumentation in the setting of a spinal infection by retrospectively reviewing their cases over the last 4 years and searching the literature regarding instrumentation in patients with pyogenic spinal infections. Between january 2000 to june 2004, a total of 30 patients (13 male and 17 female) with age ranging from 28 to 86 years (mean age 56.7 years) underwent debridement and spinal instrumentation. Surgery was performed using either of the following spinal instrumentation: depuy stackable cages, moss¿miami hooks and screws, kaneda plate, monarch pedicle screws, summit, isola or a competitor's device. Follow-up duration ranged from 3 to 54 months (mean duration 21.1 months). The following complications were reported as follows: in a (B)(6) year-old male patient, graft extrusion was noted on postoperative day 1 and underwent a revision and her postoperative stay was uneventful. In a (B)(6) year-old female patient, the fungal source of infection persisted at the site of debridement. This remained unresolved with maximal medical management, and the patient underwent further debridement at that level. A (B)(6) year-old female patient developed deep wound infection and underwent percutaneous drainage of the abscess. A (B)(6) year-old male patient developed deep wound infection and underwent percutaneous drainage of the abscess. An (B)(6) year-old female patient developed deep wound infection and required another thoracotomy for further debridement of the abscess. A (B)(6) year-old female patient had persistent low-grade fevers and underwent elective removal of her instrumentation. This report is for an unknown depuy spine screw/rod construct. This is report 4 of 7 for (B)(4).